Event description:
Revision surgery - due to the patient dislocating.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation. The previous surgery and the revision detailed in this investigation occurred 14 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) # 43808 associated with the part # 509-00-036, rsp (reverse shoulder prosthesis) standard humeral socket insert,36mm (millimeter), hxe-plus which documents a nonconformance that out of 20 quantity lot all 1 item was scrapped because the part is in wrong size and engraved with wo's (work order's) lot number. All other items in the lot met the design, fit and function requirements and were accepted. The device was within its respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this investigation that indicate that the reported device was defective. There are many factors that may contribute to the event that are outside the control of djo surgical such as: patient activities, inadequate soft tissue support, excessive range of motion, patient bone deterioration or trauma. Due to the short time between the previous and revision surgery, it is also possible that the event may have occurred due to improper surgical procedure or patient non-compliance with medical instructions. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.